Event description:
During investigation of a patient's death, information was received that indicated that the patient had "no change" in their seizure control from the vns therapy. No programming history available. Death was reported on MFR# 1644487-2007-01088.

Manufacturer narrative:
Malfunction cannot be ruled out, may have contributed to lack of efficacy.